Manufacturer narrative:
Insulin pump passed displacement test. However, motor was making grinding noise during rewind due to faulty motor. Insulin pump received with minor scratches on display window.

Event description:
It was reported that when the customer changed her infusion set the insulin pump made a terrible grinding noise. The customer's blood glucose level was 117 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.